Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
Balloon ruptured in case. The trellis balloon was overinflated to 22 mm diameter in the inferior vena cava (ivc). We did not notice that the balloon had ruptured during use of the trellis in the case. However, when we went to remove the catheter, the balloon would not fit through the sheath to be removed. We continued to attempt to remove and were successful at removing through the sheath. Upon inspection of the balloon, it appeared to be ruptured. The case was completed after a second device was opened.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)